Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the "paddles cable is deteriorated." There was no reported patient involvement.